Manufacturer narrative:
Corrected information was provided in d10 (concomitant), g4 [PMA/ 510(k)]. Upon review, it was identified that it was inadvertently omitted from the initial report.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from a clinical consultant. Additional information indicated that there was no damage to the product packaging prior to use, and no issues were encountered when removing the device from the packaging. The product was inspected prior to use and was observed to be in normal condition. A soft j configuration was applied to the guidewire prior to use, and no issues were noted during preparation. During the procedure involving impella rp flex insertion, it was reported that there was no difficulty advancing the device over the guidewire, and no unusual force was required. The guidewire was reported to have been removed easily and intact from the patient. It was additionally reported that during advancement, the guidewire advanced with the device and was briefly not visible under fluoroscopy. The patient¿s current condition is unknown, as no additional follow-up information has been provided by the reporting site. Related medical device reports: this guidewire device report is one of three devices associated with the event. Related manufacturer report number for impella 5.5 was previously reported in section h10. Refer to section h10 for the medical device report related to the impella rp flex.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Event description:
Clinical narrative: an impella rp flex was inserted via the left internal jugular vein to support the 50 year old male who had been admitted in with indication of cardiomyopathy, presenting in scai stage e shock. Prior to the rp flex placement the patient was known to be on support with an intra-aortic balloon pump (iabp) and extra-corporeal membrane oxygenation (ECMO). All other underlying medical history was not shared. On the day of rp flex insertion the patient was also placed on the left sided impella 5.5 pump for a biventricular support. At the time of rp flex insertion over the 0.027 guidewire the team observed a right upper lobe lung bleed that necessitated blood transfusion and bronchoscopies to control the blood loss. The team infused 3 units of blood back to the patient and bleed was under control. On the day after implant the team observed elevated plasma free hemoglobin labs, both being noted as above 40mg/dl. The team troubleshot by infusing blood to the patient and explanting both the rp flex and impella 5.5. The patient was to be supported post explant by the va-ECMO. Due to the patient being on multiple hemodynamic support devices the hemolysis occurring during the support was likely related. The patient has survived to the va-ECMO circuit.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this guidewire device report is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.